Event description:
A home pt's transfer set was leaking. According to the home pt's nurse, the home pt completed therapy, placed the minicap on the transfer set, but noticed it was still leaking at the female adapter end of the transfer set although the twist clamp was in the closed position. Samples are not available for analysis. The transfer set was changed, and prophilactic antibiotics (vancomycin, 2g intraperitoneal) were administered to the home pt. The home pt did not experience any injury and did not require any add'l medical intervention due to the event.